Event description:
Customer reported receiving imprecise readings on their precision xtra blood glucose monitor. Customer reported laboratory reading of 83 mg/dl compared with the customer's meter reading 269 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.